Event description:
Customer reportedly obtained results of 95mg/dl, 75mg/dl, 115mg/dl, and 45mg/dl within 10 minutes on the same device. Customer reports taking his normal amount of insulin after receiving these results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.